Event description:
It was reported that an alert was seen due to atrial intrinsic amplitudes out of range. Undersensing was observed on atrial tachy response (atr) electrogram (egm) during atrial fibrillation. Further review was recommended. No adverse patient effects were reported. The lead remains implanted.